Event description:
No new event information has been received since the last report was submitted on 22feb2019.

Manufacturer narrative:
Investigation ¿ evaluation a visual inspection test of the returned device was conducted. A document based investigation was also performed. This included a review of; complaint history, the device history record, instructions for use (IFU), manufacturing instructions, and quality control data. One device labeled rpn ntse-015115 and label lot number 9257725 was received. The device was returned with the handle in the open position and the basket formation was retracted in the basket sheath. The mlla [male luer lock adapter] was found to be tight and the collet knob was tight and secure. Polyethylene terephthalate tubing [pett] measured 2.5 cm in length a visual inspection found: the support sheath was severed 2 mm from mlla, 1.5 cm of the cannulated handle protrudes from the point of separation, and 1.5 cm of the coil is exposed between the points of separation. The device history record was reviewed, and no related non-conformances occurred during the production of lot number 9257725. A search of complaint records found no other complaints associated with lot number 9257725. The instructions for use (IFU) included with this device provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The assigned likely cause category for this failure mode is - cause not established. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the ncircle basket was broken in the package before it touched the patient. The issue was the sheath where it comes out of the handle was bent. They removed the device and found it would not open and close. Another same type device was used to complete the procedure. The device did not make patient contact. There were no adverse consequences to the patient as a result of this occurrence.